Manufacturer narrative:
Medtronic received additional information that this 12mm pulmonary valved conduit was replaced valve-in-valve with a 22mm transcatheter pulmonary bioprosthetic valve (tpbv) due to severe calcification, severe insufficiency, and mild-moderate stenosis. Cardiac magnetic resonance imaging (MRI) showed gradual right ventricle (rv) enlargement with diminished rv systolic function (rv ejection fraction = 33%). The patient was reported to be stable after a successful valve implant. Patient weight added. Patient and device codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12 years and 3 months post implant of this 12mm pulmonary valved conduit in a 6 month old pediatric patient, an 18mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.